Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document, service history, and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. A labeling review was conducted; the operator manual for the system was reviewed and found to include adequate instructions for use, warnings and operational errors. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2017 and presented on (B)(6) 2017 with increase sensitivity that is extreme indoors and outdoors. Increased irritation in both eyes, left eye is worse. Patient went to the ER on sunday and was prescribed polytrim every 3 hours for both eyes with no relief. The topical steroid dosage was increased. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of extreme irritation, with left eye worse than right eye that is due to light sensitivity. Outdoors is worse than indoors, and constantly having to wear sunglasses. Patient reported symptoms are not interfering with daily activities. It was also noted patient was to begin lotemax for both eyes. Bcva from (B)(6) 2017: right eye pre-op 20/15 -1.00 x -1.00 x 25, left eye pre-op 20/15 -1.00 x -.08 x 140. This report is for the visx laser. A seperate report will be submitted for the femto laser.